Event description:
The customer observed falsely elevated sodium and potassium results on the alinity c processing module. The following results were provided (reference range sodium 136 ¿ 145 mmol/l, potassium 3.5 ¿ 5.0 mmol/l): no sid provided initial sodium result 162 mmol/l; repeat result 134 mmol/l. Sid (B)(6), initial sodium result 162 mmol/l, repeated 137 mmol/l. Sid (B)(6), initial potassium result 8.955 mmol/l, repeat 4.75 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and potassium results on the alinity c processing module. The following results were provided (reference range sodium 136 ¿ 145 mmol/l, potassium 3.5 ¿ 5.0 mmol/l): no sid provided initial sodium result 162 mmol/l; repeat result 134 mmol/l. Sid (B)(6) initial sodium result 162 mmol/l, repeated 137 mmol/l. Sid (B)(6) initial potassium result 8.955 mmol/l, repeat 4.75 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and aligned/adjusted the ict module. The instrument function was verified with a control run. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the ict module did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the ict module.